Event description:
During a laparoscopic cholecystectomy case, the monopolar electrosurgical cable being used sparked and burned apart. The damaged area was at the part of the cord nearest the generator. No injuries were reported.